Event description:
It was reported by the customer that during an unk case, the device was sent to the caller due to the device getting hot to the touch. No pt consequence. The device is being returned.

Manufacturer narrative:
Eval summary: the hp054 hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. No anomalies with the temperature of the hp were noted. Complaint info is trended on a regular basis to determine if further investigation is warranted.